Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's (pt) remote is not working and last night the paddle actually burned them the pt states. Pt states there was no burn or red spots, however, it was so hot felt like an iron on their back. Pt states they were afraid it would catch on fire. Pt states their ins is dead in back because they cannot charge. Pt states it will say device not found and doesn't find the device. Pt states this all started friday. Pt states they met with a manufacturer representative (rep) awhile back who tried to charge in the office and was having trouble then and the rep reviewed to call if it kept doing this where wasn't working. Pt states this was two weeks ago. A replacement recharger (rtm) was sent out to the patient. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt called back stating that they had called the week before last and requested a new charging device. Pt assumed they would get a new controller because theirs was not working but they got a new recharger (rtm) instead. Pt was not informed from the previous patient services (pss) what was going to be replaced and said they were not served well from medtronic to the point to get it removed. Pt noted they had been in pain for 3 weeks since it had not worked. The pt wanted a new controller replacement because when recharging their ins the screen would go blank so they would reset the controller and sometimes the controller would come on and sometimes it would not. When charging the ins, the pt would get "can't locate the device" and the rtm would burn their skin leaving a mark. Pt verified they had not used the new rtm that was sent to them because they thought they needed a new controller. During the call, the pt attempted to recharge their and were able to get recharging excellent but during the call, pt got recharging needed attention and pt was then able to get recharging excellent again. The pt will continue to charge and pss will make an outbound call to see if the pt was still experiencing intermittent charging. Pss then made an outbound call to check on the pt's implant recharge session. The pt's implant was still recharging at excellent and the implant battery incremented to 30%.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.